Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the hand activation buttons stopped working, both the max and min. Another device was used to complete the procedure. No patient consequence.